Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath was found detached at the distal end of the basket. No detached piece was left inside the patient. The procedure was completed with a different basket. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned device found that the basket was in a closed/retracted position when received. The sheath was found buckled in multiple sections and separated at the proximal end near th handle. The handle thumbwheel moved smoothly in both directions but the basket could not be opened due to separated sheath. Most likely during the procedure the device could have been manipulated due to anatomical and/or procedural factors encountered during the procedure, affecting the device performance. The damage could have been generated due to the interaction with the scope, or interacting with other devices (y-adapter). Therefore, the most probable root cause selected for the complaint is "operational context". A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath was found detached at the distal end of the basket. No detached piece was left inside the patient. The procedure was completed with a different basket. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.